Manufacturer narrative:
This case, with patient identifier (B)(6) (lot number 497687), is related to case with patient identifier (B)(6) (lot number 497501).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 70 mg/dl and 73 mg/dl (lot number 497501) and 113 mg/dl (lot number 497687). No adverse event reported. Return of the suspect device was requested for evaluation.